Event description:
Event description guidant received information from the patient that this implantable cardioverter defibrillator (ICD) was reaching replacement time. The patient expressed concerns with the device's longevity.